Event description:
After 14 weeks, dr released indwelling the catheter, but only part of pigtail was broken and left inside. 3-21-00: customer responded to faxed requests for additional surgery dates. This surgery was performed on 12/22/99.